Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter one-link connector would not flow while in use with a non-baxter closed male luer valve (cml), a non-baxter primary IV (intravenous) set, an unspecified baxter filter extension set and a non-baxter infusion pump. The customer stated that the primary set was connected to the add on 0.22 filter extension set and a cml valve at the end of the set connected to a patient port-o-cath via a one-link connector. This was identified during a patient infusion for a chemotherapy medication. It was reported that the nurse removed the primary set and connected the set containing the chemotherapy directly to the port-o-cath and the flow started again. The nurse also stated they were getting a downstream occlusion alarm which was resolved by reconnecting the cml to the one-link connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.